Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In initial report, date received by manufacturer was incorrect. The correct date should have specified 7/31/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Johnson and johnson surgical vision (jjsv) account representative reported that a healthcare provider (hcp) who has an unhappy patient. Patient is status-post lasik, implanted with a zxr00 22.0 diopter intraocular lens (iol) which resulted in a myopic outcome. Patient's visual acuity with approximately -1.25 is 20/20, no loss of best corrected vision. The lens was later explanted on (B)(6) 2019 in exchange for a monofocal lens. No further information was provided.